Event description:
Healthcare professional reported a left side "rupture discovered during surgery." Healthcare professional later reported "capsular contracture baker grade unknown." Device has been explanted and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d4, e1, h3, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side ruptured discovered during surgery. Device explanted.